Manufacturer narrative:
Three multifix s-ultra 5.5mm knotless anchor devices, intended for use in treatment, were returned for evaluation. A relationship between the devices and reported incident was established. From the information provided, ¿during an ankle/ligament reconstruction the doctor left part of the anchor in the patient, nothing of ours malfunctioned. Doctor said it will be fine.¿ visual evaluation shows three deployed devices. One screw (part of one anchor) has been returned with three devices. No other manufacturing discrepancies observed. The device is intended for single use and functional test is not possible. Customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive probing. (2) misalignment of implant during insertion. (3) shallow bone hole (4) tissue thickness. (5) over tensioning. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an ankle/ligament reconstruction the doctor left part of the anchor in the patient, nothing of ours malfunctioned. Doctor said it will be fine. The procedure was completed with a backup device with no delay or patient injury reported. As per the investigation results the device got broken inside the patient's anatomy, broken pieces were removed.